Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 44 mg/dl. Food, glucose, and candy was consumed to treat the low bg level. The contact assisted the customer in consuming food as the customer had a fever and found it difficult to consume food. The contact alleged that a bolus of 4 units had been delivered while the customer was asleep. Review of the pump data logs by tandem technical support verified that the pump screen was unlocked prior to the bolus being initiated and a bolus of 4 units was manually requested. Additionally, the pump did not display any error messages to indicate that the pump was malfunctioning. The contact acknowledged the information provided. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.